Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Zoll medical corporation evaluated the device and the reported malfunction of the device displaying a "bridge test failed" message was observed but not duplicated. The device was put through extensive testing without duplicating the malfunction. The device's bridge board was replaced as a precaution. The reported malfunction of the device's display blanking out was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message and the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.